Event description:
It was reported that the atrial lead was explanted and replaced due to an unknown reason. The condition of the patient is unknown.

Manufacturer narrative:
Correction: section h6- investigation conclusions code should have been cause traced to component failure, instead of an unintended user error code.

Manufacturer narrative:
The reported event was ¿explanted and replaced due to an unknown reason¿. As received, only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. All other damages found are consistent with procedural damage.